Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call, the insulin pump was exposed to water. She removed the battery and reinserted it, the device alarmed battery out limit and in unable to clear the alarm. Customer doesn't know her blood glucose level. Customer stated the device went into the pool. Damage was noticed on the battery compartment part of it was chipped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.